Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2017 that the patient was having problems with newer leg pain that started 2-4 years ago. This was considered a gradual change in therapy/symptoms. It was noted that when the patient was in a sitting position he was getting a burning pain. It was indicated that the patient was told this was due to femoral cutaneous nerve pain in which the nerve was being pinched when in a seated position. It was reported that the patient¿s pump would be replaced due to normal battery depletion and that the first pump was also replaced due to normal battery depletion. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the pump was possibly pushing on a nerve. No diagnostics performed related to the nerve pain were reported. It was noted that the patient was due for a new pump and that they would be replacing it. Weight gain, use of a belt, and the possibility that the pump was pushing on a nerve were all indicated to be factors causing the nerve pain. The nerve pain had not been resolved. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient¿s pain in the leg was diagnosed by an hcp who said that multiple reasons caused the pain including the belt on the patient¿s pants, the patient being so overweight, the nerves not being where they should be (a result of the patient¿s right leg reconstruction back in 1981 when they were hit by a drunk driver), per the consumer. It was noted that the nerve pain only happened when the patient was driving the school bus. It was stated that the seats were not very comfortable and the patient¿s legs hung off the front edge same as if the patient was sitting on a stool. It was also noted that the pain no longer happened when the patient sleeps since they bought a new bed. The patient bought a power head and foot bed just like a hospital bed with a 14 inch memory foam mattress a year and a half ago. It was noted that th e patient slept in the same position every night laying on their back with their upper body/head elevated 45 degrees and would sleep five to seven hours non-stop in it. Per the consumer, it was the best investment the patient made in their comfort. It was reported that the patient wore pants that don't require a belt as much as possible and got a custom seat cushion to resolve the nerve pain. It was noted that the physical therapy wasn't very successful. It was stated that the pain was not as often. The hcp recommended that the next pump be positioned higher and around to the side more, per the consumer. It was indicated that a new pump was being implanted on (B)(6) 2017 by another hcp who the patient advised to talk to the other hcp about their findings. No further complications were reported. Additional information received from a consumer via a manufacturer representative on (B)(6) 2017 reported the pump was uncomfortable and caused impingement of nerve. It was requested that the pump be moved in the pocket and down-sized to a 20cc pump. The patient reported a volume discrepancy atlas refill in (B)(6) 2017 where 12cc was collected when only 6cc was expected. The pump was moved from the current pocket to a new location in the right abdomen area, and a 8596sc was used to add necessary length to reach to the new pocket location. The dose was reduced, and a new printout was sent to the managing healthcare professional. It was noted no factors may have caused or contributed to the issue. No diagnostics/troubleshooting was performed. Actions/interventions included the pump was replaced and the pump/catheter were each revised on (B)(6) 2017. The pump will be returned for analysis and the hospital current had the pump. Surgical intervention did occur as the pump was replaced with pocket revision and a catheter revision. The issue was resolved at time of report, and patient status at time of report was "alive- no injury." The patient was receiving dilaudid (hydromorphone) 30mg/ml for a total dose of 5.22mg/day. The patient's weight was unknown. No further complications were reported/anticipated.